Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt did not have effective stimulation due to one lead with invalid impedance. Follow-up revealed surgical intervention was undertaken on (B)(6) 2014 and the peripheral leads replaced. Effective stimulation was achieved postoperatively.